Event description:
The event is reported as: during a gallbladder operation, a clip was loaded into applier but it dropped down prior to inserting. No injuries reported.

Manufacturer narrative:
Product has been received by MFR for evaluation, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.